Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the device loses function." Additional information provided form the customer statues the device misfired. The user changed to a new device to complete the procedure. There was no patient harm or injury. The patient's current condition is reported as "fine".